Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the two xience prime stents were implanted in the right coronary artery (rca); however the patient developed chest pain within 24 hours and died. The cause of death is unknown as angiography was not performed after the chest pain was experienced. No additional information was provided.